Event description:
During an unspecified procedure involving a lesion in an unspecified coronary artery, the physician experienced deflation difficulties. The physician had successfully inflated, removed and rewraped the maverick otw balloon twice. When the physician inflated the maverick otw balloon again, the balloon would not deflate. The physician pulled back and the balloon ruptured. The physician was then able to remove the balloon without incident. A stent was placed and the case was completed with no patient complications. Patient status is listed as "okay".